Event description:
Related manufacturer report number: 1627487-2021-01034. It was reported that the patient was not receiving adequate therapy from their system. It was found that the leads had migrated. In turn, surgical intervention was undertaken in approximately (B)(6) 2020 wherein the system was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested, but not received. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.